Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was able to successfully charge the pump to (B)(4) charge. Reportedly, although the pump remained plugged in, the pump battery level remained static at (B)(4) charge. There was no patient involvement, as the customer had not begun use of the pump for insulin therapy. The customer reported that upon plugging the pump in to charge a second time with the same usb cable, wall adapter, and power source, they were able to charge the pump to 100% charge.